Event description:
Customer called reporting a button error alarm on her insulin pump. She said she was at the swimming pool and tried to giver herself a bolus. The device started to deliver but it stopped, beeped, and gave the button error alarm. Customer has never gotten this error before. Her blood glucose is 157 mg/dl. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. There was no button error alarm. The insulin pump had a cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, and a cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.